Manufacturer narrative:
D4 model no - correctiond4 catalog no - correctiond4 serial no - correctiond4 lot no - correctiong6 type of report - follow uph2 type of follow up - correction

Event description:
Correction to product information fields.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that an unspecified issue occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of an unspecified issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.